Event description:
Per the surgeon, the patient experienced infections at the abutment site (specific date not reported). The internal fixture and abutment were explanted on (B)(6) 2025 and the patient was reimplanted with a new transcutaneous osia implant system during the same surgery. The procedure was done with copious antibiotic irrigation. The surgeon also reported that he performed a skin revision during the same surgery to close the scalp defect created by the prior abutment removal. Additional information has been requested but has not been made available as of the date of this report.